Manufacturer narrative:
The sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed and it was confirmed that no relevant nonconformances were associated with the sensor lot at the time of manufacture. On (B)(6) 2026 (1153 days from implant), the patient underwent a right heart catheterization (rhc) recalibration. The offset determined during the recalibration fell outside the fluid-filled reference measurement error range, thereby confirming that the sensor was providing inaccurate measurements. The product's instructions for use were reviewed and note that endotronix monitors sensor performance over time. When analysis suggests anomalous sensor performance, recalibration using the rhc procedure may be required. If anomalous data is confirmed through the internal monitoring program, endotronix will notify the site. The instructions for use further state that when anomalous readings are suspected, corrective recalibration using the rhc procedure may be necessary. Based on the available information no further corrective or preventative actions are required at this time.

Event description:
On (B)(6) 2026, a drift review team recommended pausing use of pulmonary artery (pa) pressure data due to reliability concerns and advised recalibration. The site was notified accordingly. Right heart catheterization (rhc) with sensor recalibration was performed on (B)(6) 2026 as planned. During the recalibration, images taken confirmed that the sensor remained properly positioned, with anchors intact in the right pulmonary artery. Post-recalibration review confirmed sensor drift and an appropriate pressure adjustment was applied. The patient was confirmed to be taking readings without any reported issues.